Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 0 ohms. The shock impedances were stable prior to this. The patient was in the hospital at the time of the low measurement; therefore, boston scientific technical services (ts) discussed possible electromagnetic interference (emi) impacting the shock impedance measurements. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that no source of electromagnetic interference (emi) was confirmed. The shock impedance measurements were tested and noted to be normal. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.